Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, reservoir tube window, display window corner, lcd window, scratched lcd window and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a crack in the case, next to the display and on the reservoir compartment. The device was not dropped. The drive support cap was undamaged. The customer's blood glucose was unknown. Nothing further was reported.